Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance . Measurements throughout these tests were within normal limits. A puncture hole was noted in the lead insulation approximately 60mm from the tip, from the guidewire escaping the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure this left ventricular lead insulation got damage by the guidewire. This lead was removed prior to pocket closure and successfully replaced. This lead was returned and is pending analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that during the implant procedure this left ventricular lead insulation got damage by the guidewire. This lead was removed prior to pocket closure and successfully replaced. This lead was returned. No adverse patient effects were reported.